Event description:
Jacket retraction was difficult but was resolved. Difficult to remove device through ipsilateral limb, but was resolved. Wallgraft placed in right limb to cover flap created by sheath.